Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button but was unable to squeeze the handle, hence the device did not fire. It was also reported that the jaw of the reload did not close, the stapler made a strong noise and the trigger had fallen and was physically broken. The stapler was changed but the same issue occurred. A third device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The jaws of reload were opened when received. The reload adapter had no issues. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. The jaws of the reload opened, closed, and articulated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation concluded there were no abnormalities that would have caused or contributed to the jaws not closing. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, our investigation was unable to determine a root cause or establish a relationship between the device and the jaws not closing. If information is provided in the future, a supplemental report will be issued.